Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, chronoflex single-lumen, 8f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 04/2021).

Event description:
It was reported that sometime post port placement, the device allegedly had contrast leakage at the cervical level during radiographic control of a venous access implantable chamber. Reportedly the port was removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the x-port isp implantable port, chronoflex single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the x-port isp implantable port, chronoflex single-lumen, 8f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port MRI implantable port attached to a catheter was returned for evaluation. Gross visual, microscopic visual, tactile evaluation and functional testing were performed. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to both infusion and aspiration without issue. The investigation is inconclusive for the reported fluid leak issue as there were no visible split or breakage of catheter was identified during evaluation and no leaks were observed throughout the tests. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post port placement, the device allegedly had contrast leakage at the cervical level during radiographic control of a venous access implantable chamber. Reportedly, the port was removed and replaced. There was no reported patient injury.